Event description:
The patient was implanted with a left ventricular assist device. It was reported that a routine lab draw revealed the patient had a hemoglobin of 6.2 g/dl and hematocrit of 20.5%. The patient was admitted on (B)(6) 2015 for transfusions, gastrointestinal (gi) workup, and anticoagulation management. The gi workup indicated the bleeding appeared to be diverticular in nature. No lesion or active source of bleeding was found, however, melena was confirmed. The patient was hospitalized, medication was changed, and the patient was transfused with 5 units of packed red blood cells. The event reportedly resolved. The patient was to remain on aspirin permanently and was discharged to home on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device ¿ 5 months. The patient remains ongoing on lvad support. A direct correlation between the device and the reported gi bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.